Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned; therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. Should we receive the complaint device, a supplemental medwatch with the results of our analysis will be filed. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. According to the instructions for use (IFU): other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
Following an uneventful novasure endometrial ablation procedure on (B)(6) 2010 on a pt with a "fibroid less than 3cm", the pt had minor vaginal bleeding. The pt was given prophylactic antibiotics (cefoxitin and ornidazole) and was hospitalized for monitoring purposes for three days. On (B)(6) 2010, the pt had continuous vaginal discharge and developed fever, abdominal pain and headache, she was admitted to the hospital on (B)(6) 2010. On (B)(6) 2010, the blood culture finding was (B)(6) and the vaginal discharge finding was (B)(6). These were treated with meropenem. On (B)(6) 2010, the pt had increasing bleeding, a continual fever and was given 5% dextrose (glucose) (500ml) and oxytocin ("20u, 6 hrs"), as well as misoprostol (400ug). The pt later discharged a 3cm x 4cm mass vaginally that pathology showed was mainly composed of necrotic muscular tissue from the uterus. On (B)(6) 2010, the pt no longer was experiencing bleeding, fever or abdominal pain and she was discharged on (B)(6) 2010.